Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced ongoing elevated blood glucose (bg) levels ranging from 450 mg/dl to 500 mg/dl. The user addressed bg level with a bolus. Reportedly, the user reverted to manual injections. Troubleshooting was not performed with tandem's technical support as it was reported that the user was not connected to the infusion set/site at the time of report and the cartridge was changed the day prior. However, a system check with the pump indicated that the pump was functioning as expected.